Event description:
Healthcare professional reported "diffuse distribution calcifications, splitting of their layers are observed with nodular, echogenic images inside and images with posterior reverberation are seen, which may be related to siliconomas or signs of capsular rupture" confirmed by mammography and ultrasound . This record is for the left side. Device was explanted and will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.